Event description:
It was reported that noise oversensing was observed on the rv lead, with pacing inhibition greater than 4 seconds. Noise observed back to dec. 2018. Lead measurements all stable over the past year with rv impedance ranging 390-400's range and shock impedance 46-60 ohms. Lead was reportedly revised on (B)(6) 2019. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).